Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # m52e04. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The analysis showed that the ats45 instrument was received with the anvil closed and the closure ring extended from the flex neck. A tr45g reload was received loaded on the device, fully fired and with the spring cartridge lockout normal. No functional test was performed due the condition of the device. The anvil did not open due to an insufficient crimp on the closure ring.

Event description:
It was reported that during a decortication procedure, the device locked down on lung tissue and wouldn't open. Another stapler was used to cut the device out. There were no patient consequences reported.